Event description:
On (B)(6)2009, the patient's wife reported that both the up and down buttons of the patient's infusion device are not functioning properly. She stated that the down button does not function at all and the up button "may or may not work." The patient noticed the issue a few months ago. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.